Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.